Event description:
Brush head falling off the unit - oral-b [device breakage] . Metal shaft the brush attaches to is shorter than other brush...appears the tip of the shaft has sheared - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off of the oral-b toothbrush unit. The metal shaft that the oral-b toothbrush attached to on the oral-b toothbrush was shorter than their other toothbrush and it appeared the tip of the oral-b toothbrush shaft was sheared. No injury was reported. 20-may-2024 follow up via digital safety assessment survey: the consumer was a 52 year old female. No injury was reported. 22-may-2024 follow up via email: the suspect product lot was 3cb22741340. The concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.

Manufacturer narrative:
01-jul-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head falling off the unit - oral-b [device breakage]. Metal shaft the brush attaches to is shorter than other brush...appears the tip of the shaft has sheared - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off of the oral-b toothbrush unit. The metal shaft that the oral-b toothbrush attached to on the oral-b toothbrush was shorter than their other toothbrush and it appeared the tip of the oral-b toothbrush shaft was sheared. No injury was reported. 20-may-2024 follow up via digital safety assessment survey: the consumer was a 52 year old female. No injury was reported. 22-may-2024 follow up via email: the suspect product lot was 3cb22741340. The concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.